Event description:
It was reported that there was difficulty in reading the electrograms (egms) and specifically the atrial events. There was a dual egm issue presented on the monitor. It was also reported the following day another monitor transmission was completed successfully and everything was normal. No intervention was necessary and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.